Event description:
The customer contact reported channel 2 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a note that indicated, alarms malfunction code e321 on channel 2. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, channel 2 of the device an e321 (battery charger timeout) error code was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, an e321 (battery charger timeout) error code was noted in channel 2 of the device history but was not duplicated during testing. Additionally during testing, it was noted that on channel 3 of the device the door roller was broken. The device has been identified as part of two product recalls. This report represents all the info known by the reporter upon query by hospira personnel.